Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Customer's low blood glucose level was 3 mmol/l and blood glucose at the time of incident was 5.4 mmol/l. Customer was treated with the food. Customer reported that insulin pump was over delivering. The reservoir will not be returned for analysis.